Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4) registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 5 months. Per the operative report, the patient has developed bioprosthetic mitral valve endocarditis with a paravalvular leak (enterococcus endocarditis) renal failure and congestive heart failure. Post operatively ((B)(6) 2011 surgery), the patient did have a great deal of difficulty urinating, requiring a foley catheter. The patient did develop urinary tract infection with enterococcus and later was noted to have a febrile course. Blood cultures grew the same bacteria and since the patient has been treated for endocarditis. More recently, however, the patient has been loosing ground and his congestive failure as aggravated. Echoes have shown a periprosthetic jet of mitral regurgitation and going into renal failure with a high creatine. Based on the operative findings, the mitral bioprosthetic valve had an area of dehiscence in the posterolateral aspect of the annulus. This was rather modest. However, the tissue adjacent to the dacron ring inferiorly did show what appeared to be grossly sort of flattish vegetation. A significant amount of pannus was under the prosthetic valve. One of the leaflets did show what appeared to be a pannus of infected tissue and one of the leaflets very suggestive of infection. The subject device was removed and replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
(B)(4) vegetations, pannus, and dehiscence. (B)(4) device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis; therefore, the reported event could not be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance found related to this event. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source of infection is enterococcus. Of note, it was later found out during our follow-up with the health-care provider that the patient expired sometime after (B)(6) 2011, the exact date was unknown. The patient expired post valve replacement due to bleeding complications related to percutaneous endoscopic gastrostomy (peg) and not related to the mitral valve replacement.